Manufacturer narrative:
Per software investigation, this issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic rep reported during a l1-l3 mast fusion with the o-arm, the surgeon felt that the tip extension on the awl probe tap (apt) was showing the projection to be medial and inferior on the left side. The surgeon brought in fluoro to verify his position, he changed the trajectory on the apt and it showed the cylinder going medial to the intended trajectory. There was no impact on pt outcome reported.